Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw was broken while adjusting. The screw was left in the patient bone. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device fragments in patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the tip of the cortex screws is broken off. The remaining screw body was not returned. The review of the production history revealed that this implant was manufactured in september 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the tip has not been positioned properly. The relevant dimension of the cortex screw cannot be measured due to its broken off/ damaged condition. No indication for a material related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device broke; device not considered implanted/explanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received by synthes (B)(4) on (B)(6) 2015 regarding the event in columbia as follows: the shaft of the broken screw was left in the patient¿s bone. There was no surgical delay due to the reported event. Additional information, including additional patient information is not available.